Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high lv impedances up to greater than 2,000 ohms. Boston scientific technical services (ts) was consulted to review the history of measurements for this lead. Ts reviewed the impedance trend for this lead and noted the measurements had been high, in the 1,300 to 1,400 ohm range, and gradually increased to greater than 2,000 ohms over the past year. It was noted that there was no noise on the lv channel. The lead impedances were back down to the 1,800 to 1,900 ohm range.ts discussed the option of continued monitoring if the other lead measurements were normal. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.